Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned threaded pin noted fracture at the junction of the threads and the threaded portion was not returned. Additional analysis of the returned piece showed suspected crack exit site and indications of torsional overload. Device history record (DHR) was reviewed and no discrepancies were found. Per the surgical technique, a caution is listed to retighten the connected bolt to the nail to maintain targeting accuracy. It was mentioned that the guide had become loose during impaction and was misaligned, resulting in the pin hitting the nail during drilling and led to product failure. The root cause has been determined to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the initial procedure, while drilling a 3mm threaded pin for a 6mm recon screw the threaded tip broke off in the patient's proximal femur after binding against the nail. The surgeon determined the tip to be well embedded in the cortical bone and deemed that it would pose no issue and would do more harm than good in trying to retrieve it. He determined that the targeting guide was slightly loose, causing the guide pin to be offline just enough to bind against the nail. He tightened the guide and successfully implanted 2-6mm recon screws with no issues. No more information available.